Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# n089766030, implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via a pump implanted for non-malignant pain and ischemic peripheral pain. It was reported that the patient's device system was removed years ago. The pump was "tangled up in the discs," so it was difficult to remove. Additional information regarding the event was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.